Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general, abnormal bleed') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and menorrhagia ("heavy bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pelvic pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs & mr received: case became incident. Date of removal was added and date of insertion was updated. Injury nos was replaced with new events- menorrhagia, pelvic pain, genital bleeding, psych injury were added reporters, patients dob, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.